Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing non-sustained rv oversensing due to myopotentials. Programming changes were recommended. Patient will be monitored.